Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting"), fatigue ("fatigue"), swelling ("swelling") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopy, tubes opened and removed). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, vaginal haemorrhage, fatigue, swelling, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, fatigue, swelling, vaginal haemorrhage and weight increased to be unrelated to essure. The reporter commented: removal performed at the patient¿s request. Reported events started after essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality-safety evaluation of ptc. We received a complaint sample in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting"), fatigue ("fatigue"), swelling ("swelling") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopy, tubes opened and removed). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, vaginal haemorrhage, fatigue, swelling, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, fatigue, swelling, vaginal haemorrhage and weight increased to be unrelated to essure. The reporter commented: removal performed at the patient¿s request. Reported events started after essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting"), fatigue ("fatigue"), swelling ("swelling") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopy, tubes opened and removed). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, vaginal haemorrhage, fatigue, swelling, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, fatigue, swelling, vaginal haemorrhage and weight increased to be unrelated to essure. The reporter commented: removal performed at the patient¿s request. Reported events started after essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.